Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was shocking/jolting when the patient changes positions, moves his neck, head, leans back, or lays flat. The patient has adaptive stimulation turned off. The shocking/jolting occurs every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.